Event description:
The device was being used to monitor a patient when the device operator reportedly observed the device shut off by itself. The device was turned back on and the reported malfunction recurred. There was no adverse effect to the patient as a result of the reported malfunction.